Event description:
I used to wear ciba vision night and day contact lenses for nearly five years, late last year, the product was replaced with air optix night and day by ciba vision. Since I began wearing these new lenses, I have developed regular episodes of allergic conjunctivitis when I put in a new pair of lenses. In reading online posts this seems to be a common occurrence. Dates of use: (B) (6) 2009 -- (B) (6) 2010. Diagnosis or reason for use: contact lenses. Event abated after use stopped or dose reduced?: yes. Event reappeared after reintroduction?: yes.